Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 20mm in length, eccentric, de novo target lesion was located in the non tortuous and 2.5mm in diameter left anterior descending artery. A 2.50x20mm promus element¿ plus stent was introduced to the patient however the shaft of the device was fractured while outside the patient's body. The procedure was completed using a 2.5x18mm non bsc stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the midshaft and corewire were kinked at the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 20mm in length, eccentric, de novo target lesion was located in the non tortuous and 2.5mm in diameter left anterior descending artery. A 2.50x20mm promus element¿ plus stent was introduced to the patient however the shaft of the device was fractured while outside the patient's body. The procedure was completed using a 2.5x18mm non bsc stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).